Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with complete heart block and was symptomatic bradycardia. Intermittent t-wave over-sensing was noted. The right ventricular (rv) lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed.